Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager failed to open. A field service engineer (fse) found that the remote manager would not unlock because the latch solenoid had not been energized. The hardware test application was started to verify the voltage at the latch. Once the access panel for the remote manager was opened, a loose connection at the latch micro switch was visually verified. The fse reseated all connections and resolved the issue. The user successfully completed the inventory. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that in bd pyxis¿ medstation¿ es remote manager failed to open. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.